Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 11 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv idrive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic creation ileo loop small bowel resection, there was an issue to unload the device, the stapler load locked down on tissue after the load was fired and the stapler would not disengage or open after firing. The stapler and staple load fired correctly. Upon trying to open jaws of staple load after firing, the staple jaws would not open. Staple line was removed by cutting it away from the bowel, the stapler reload was sent to pathology attached to the specimen. An additional 1/2 cm of bowel was removed due to the lock down of the stapler. There was more than 30 minute delay. No other tissue damage. The lights were flashing green and appropriate prior to firing . Then at the end they were solid white and blue. Another reload was used to complete the procedure. The current patient status is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On one of the powered staplers, the adapter was the part that was broken.